Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in short duration of auto mode switching. It was noted that the patient had a syncopal spell and passed out hitting the head. Patient presented in emergency room for evaluation on (B)(6) 2016. The device was interrogated nothing was recorded in the device showing any anomaly; the ER staff suspected that the low blood pressure caused the syncopal spell. The patient presented in clinic for follow-up; the noise could not be reproduced. No intervention has been performed. No additional information could be obtained.